Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention of angina pectoris. During procedure, at third inflation, it was noted that the balloon ruptured at 6 atm. The device was removed with no resistance felt with normal removal method. The procedure was completed with another of the same device. No patient complications reported and patient was in good condition post procedure.